Event description:
Oximeter sensor was plugged in but couldn't get a good reading. It was unplugged and plugged back in but still didn't work. A new device was opened (lot# 9353820) and plugged in and that one didn't work either. Another one was opened and the third sensor worked fine (lot # 9353820).